Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced post-meal hyperglycemia, observed a blood glucose peak of 229 mg/dl for about one hour, and inquired about making a smaller-than-meal announcement to reduce glucose faster; education on appropriate use of meal announcements and monitoring was provided, and no device alarms or infusion set issues were reported. Symptoms included transient elevated blood glucose without systemic symptoms. Outcomes included no medical intervention, no ketone testing, no assistance, and no hospitalization. Investigation included complaint handling, user interview, and troubleshooting with education regarding use of the device for correction of elevated glucose. Investigation of this case revealed no device malfunction, no infusion set occlusion or leakage, and no alert behavior anomalies, and the event was consistent with expected post-prandial glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear.